Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced irritation at the ipg site (which was reportedly the same location as the patient's prior pump). Subsequently, the patient underwent surgical intervention to explant the system.